Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: review of the black box and history revealed the last basal delivery and the last bolus delivery were recorded on (B)(6) 2015. On investigation, the pump powered on to the verify screen with no issues. The pump was exercised for 24 hours without the occurrence of errors, alarms or warnings. The total daily dose records added up correctly to reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the complaint. Unrelated to the original complaint, the piston cap was observed to be missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.